Event description:
Fill volume: not applicable, flow rate: not applicable, procedure: unk, cathplace: unk. It was reported on an unknown date that a needle had broke during use. It was reported that there was no patient consequence. Additional information has been requested, but not yet provided.

Manufacturer narrative:
Method: the device was received for an analysis and a visual inspection has been performed. At this time the device is undergoing testing. At this time a review of the device history review is in progress. Results: evaluation and investigation results will be provided once they are completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.